Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the tx60 stapler with blue load was being used for an open lar. When the surgeon fired the stapler, it did not deploy staples. Afterwards, he had a hard time opening the stapler once it was fired. No patient injury occurred as a result. The doctor was able to sew where the staples were supposed to be.